Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: jtcvs tech. 2024 dec 8;30:43-45. Https://doi.org/10.1016/j.xjtc.2024.11.015 pmid: 40242093; pmcid: pmc11998392.

Event description:
Title: resequenced ross pulmonary autograft procedure: novel approach with beating heart predominance to minimize cross-clamp and cardiopulmonary bypass times. The case series study of a five consecutive patients with severe aortic stenosis and no concomitant aortic regurgitation underwent our modified ross procedure. Their median age was 51 years (range, 47-61 years), and 3 were women. Four patients had a bicuspid aortic valve. One patient underwent a concomitant maze procedure. These patients used 3/0-5/0 prolene suture (ethicon) and dacron graft (from unknown manufacturer). Follow-up were unknown. Reported complications 3/0-5/0 prolene suture (ethicon). -patient required perioperative blood transfusion (n=1). Treatment: not reported. -with severe aortic valve annular calcification and postoperative heart block necessitating. Implantation of a permanent pacemaker (n=1). Treatment: not reported. In conclusion: none.